Event description:
It was reported that patient enrolled in a clinical study underwent right femoral resurfacing procedure on (B)(6) 2005. Subsequently, patient experienced psoas tendonitis and underwent acetabular revision on (B)(6) 2008.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report. Correct revision / explant date is (B)(6) 2008. Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2005. Subsequently, patient experienced psoas tendonitis and underwent acetabular revision on (B)(6) 2008.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2005. Subsequently, patient experienced psoas tendonitis and underwent acetabular revision on (B)(6) 2008.